Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. When the patient was seen at the clinic, device interrogation revealed that the device experienced two errors as a result of a long charge time and a charge that exceeded 44 sec, resulting in a charge time out. A memory download was performed and reviewed by boston scientific technical services (ts). A ts consultant discussed that these two faults were recorded following a four monthly scheduled automatic capacitor reformation. There were no recent episodes recorded in the arrhythmia logbook; the last episode was recorded in 2010. The ts consultant discussed that due to the charge time out, therapy delivery for the patient may not be available and device replacement should be strongly considered. An s-ICD replacement has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Once any additional info becomes available, this report will be updated.